Manufacturer narrative:
Tracking #.45470. Date sent: 11/02/1998. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that it was impossible to activate the trocar after using a new sleeve. There was no pt consequence.